Manufacturer narrative:
E1 continued: (B)(6) the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope was not displaying an image. The issue was found during set up / inspection for use (during set up in room / before patient in room).